Event description:
The customer reported, in response to a survey, that the sensor was triggering his insulin pump to threshold suspend with readings less than 65 mg/dl. The customer stated his blood glucose had been around 105 mg/dl and the lowest was at 85 mg/dl. The sensor will not be returned for analysis at this time.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.